Event description:
In 1993 - a dental implant was placed in tooth location # 12. In 2006 - the implant was removed from the pt's mouth. Two mos later - the clinician was contacted. He stated the pt's implant was well integrated for over thirteen years. The abutment screw fractured inside the implant and subsequently the implant was removed. The pt was seen post-operative a week after surgery. The pt is doing fine with no problem and will be re-implanted after the healing is complete.